Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that both of the patient¿s leads had migrated down and the impedance on the left lead, measured at 1.5 volts, was all over the place. The right lead actually moved down more than the left, but the right-side impedance values were fine. The rep guessed that the left lead had moved down about three contacts. The left impedance values were anywhere from under 1,000 ohms to greater than 20,000 ohms. Sometimes impedance results would show two contacts that were 1,000 ohms, but then show that six out of eight were working, but it seemed like two of the eight contacts were consistent. The rep tried moving numbers around and checked different reference electrodes, but impedance values were still weird. On the x-ray they had there didn¿t appear to be any visible damage to the left lead, and there might have been an extra loop behind the anchor, but it was hard to tell. The patient had been noticing that stimulation would work with the left lead on the left leg, but then it would stop working for 10-15 minutes. The patient would change positions and then stimulation would come back to 100%. The rep noted that the patient¿s story would change when talking to the rep and when talking to the physician. The patient told the physician that they couldn¿t recall any falls or trauma. The patient mentioned something about being on an inner tube behind a boat, but that was a while ago and not recent. The rep left the patient with three additional programs to try and if those didn¿t work they would likely bring the patient back in and discuss a revision if necessary. The issue began in (B)(6) 2017, about three weeks prior to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's lead migrated and it was confirmed by x-ray. The patient was not longer getting relief on the right side. Reprogramming was attempted on (B)(6)2017 and was unsuccessful. A lead revision was planned for (B)(6)2017. No further complications are anticipated.